Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was stress urinary incontinence. The procedures performed were aginal mesh (uretex and pelvicol) with total abdominal hysterectomy/bilateral salpingo-oophorectomy. The complications observed were abdominal pain, dyspareunia and urinary tract infection.